Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient was hospitalized for an elevated blood glucose (bg) over 1500 mg/dl with a large level of ketones associated with an alleged motor rewind issue. It was reported that the patient was in a car accident which resulted in the pump not retracting the piston rod, while in the hospital the patient¿s bgs rose over 1500 mg/dl. Reportedly, the patient discontinued pump therapy and was provided insulin drip in the hospital as treatment. During troubleshooting with customer technical support (cts), it was revealed that the pump¿s motor piston rod was not retracting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to an alleged motor rewind issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-feb-2018 with the following findings: a review of the black box data showed no evidence of a rewind issue. During the investigation, the pump successfully completed the rewind, load and prime steps. The pump was exercised for 24 hours after which no rewind issues such as the piston rod not retracting were observed. It was observed that the keypad was working properly. The pump was opened and there was no intermittent condition was found to the motor flex/assembly. The investigation was unable to duplicate the initial ¿rewind issue¿ complaint. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. The battery cap was not returned with the pump and a test cap was used to complete the investigation.